Event description:
Pt underwent spinal fusion procedure on 9/28/92. On 8/23/93, a broken s1 screw was removed and replaced with a larger size. On 7/18/94, the instrumentation was removed and replaced.